Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist sent a follow-up letter to the pt and reviewed info the pt gave to a customer care advocate, cca, in 2009. The pt stated, "every time I test, I get a different reading." The first result recently was 446 mg/dl with the second 305. Reportedly he tested his wife, non-diabetic, and obtained a normal result and then a high result. The pt alleged the following: at approximately 19 days later at night after a 241 mg/dl result, the pt injected two units of insulin rather than the required 4 units. The pt did not specify the type, either his novolin or his levimere. In the morning (of the next day), the pt woke up "really sweaty and wet." Before consuming glucose, he tested, result 47 mg/dl that reflected his symptom. After glucose it was 102. On another occasion he was treated by emt for low blood glucose. However, he did not provide details on his or their tests. The pt did not have the correct control solution to troubleshoot. Because the pt alleged that he injected extra insulin based upon his meter's result and became hypoglycemic, the complaint is reported. The cca replaced meter, test strips and control solution.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.